Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of initial medwatch, manufacturer report number (emdr-53162). Aware date should have been listed as 10/01/2024.

Event description:
Patient reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of initial medwatch, manufacturer report number 9617229-2024-22322 (emdr-53162). Aware date should have been listed as 07/07/2023.

Event description:
Patient reported right side rupture. Device has been explanted and replaced.